Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (46 mg/dl) due to pump's correction factor and carbohydrate ratio settings needing adjustment. Customer consumed juice and glucose powder to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.